Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Cause for motor stall was unknown; patient's ptm showed the code 8621 indicating a motor stall. Patient was in the ER due to "underdose/withdrawal-type symptoms". Per the reporter patient did not have an MRI. It was later reported on 2012 (B)(6) that the patient was referred to a healthcare provider (hcp) for follow-up and replacement. Refill programming date/time was noted as (B)(6) 2011/11:57. Drugs delivered via the device were dilaudid, bupivacaine and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk. Ptm programmer: model/serial #: unk.

Event description:
Additional information: it was reported that the pump was replaced on (B)(6) 2012. It was noted no signs or symptoms. The patient outcome was noted as resolved without sequelae on (B)(6) 2012.